Manufacturer narrative:
Reportedly, single-piece collamer iol was damaged ("split") during insertion, requiring intraoperative lens removal/exchange. Another lens of same model was implanted as a replacement. No reported postoperative sequelae. According to the report dated on (B)(6) 2015, the technician didn`t know what caused the reported event. He stated that there was a possibility that the lens damage might have been caused by loading error. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. The reporter was uncertain if the event was due to a loading issue or product problem. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the +19.5 diopter cc4204a collamer single piece lens split on insertion. The lens was removed and replaced with another same model lens without any injury to the patient. The reporter was uncertain if the event was due to a loading issue or product problem.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the lens was torn into two pieces and a haptic was torn off and missing. (B)(4).

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Method: lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).